Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after a post angio was done there was a bit of hazing at the access site and the distal flow was sluggish. Physician went up and over with a balloon, inflated a 6.0x40 balloon for 2 minutes. Balloon was removed, another angio was performed and all looked well. They felt that the manta was deployed correctly, there was no bleeding at the closure site.

Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 80-year-old female patient presented in the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance and a micropuncture kit. The left common femoral arteriotomy was 6.2mm, with mild medial calcification, posterior wall calcification, and a measured deployment depth of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The tavr, heparin, and protamin were administered, and the 18f manta device was deployed to the measured deployment depth. Following deployment, hemostasis was achieved in less than a minute, although a post-angiogram indicated flow was sluggish and hazing could be seen at the access. Contralateral balloon angioplasty was applied for approximately two minutes, resolving the bleed, and obtaining hemostasis. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. A dissection potentially caused the root cause of the minimal flow. A dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal that clinically presents as extravasation (hazing). Dissections are a common event in large bore procedures. Due to insufficient information regarding the initial and deployment procedures, patient conditions, and environment, and no angiograms were received for this investigation, it remains inconclusive if a dissection was caused during the procedure or by the manta closure device. The severity of harm is ranked as a 4 due to endovascular intervention requiring ballooning used as a treatment for the occlusive dissection. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and surgical repair to obtain hemostasis. There appeared to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: after a post angio was done there was a bit of hazing at the access site and the distal flow was sluggish. Physician went up and over with a balloon, inflated a 6.0x40 balloon for 2 minutes. Balloon was removed, another angio was performed and all looked well. They felt that the manta was deployed correctly, there was no bleeding at the closure site.

Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 80-year-old female patient presented in the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance and a micropuncture kit. The left common femoral arteriotomy was 6.2mm, with mild medial calcification, posterior wall calcification, and a measured deployment depth of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The tavr, heparin, and protamin were administered, and the 18f manta device was deployed to the measured deployment depth. Following deployment, hemostasis was achieved in less than a minute, although a post-angiogram indicated flow was sluggish and hazing could be seen at the access. Contralateral balloon angioplasty was applied for approximately two minutes, resolving the bleed, and obtaining hemostasis. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. A dissection potentially caused the root cause of the minimal flow. A dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal that clinically presents as extravasation (hazing). Dissections are a common event in large bore procedures. Due to insufficient information regarding the initial and deployment procedures, patient conditions, and environment, and no angiograms were received for this investigation, it remains inconclusive if a dissection was caused during the procedure or by the manta closure device. The severity of harm is ranked as a 4 due to endovascular intervention requiring ballooning used as a treatment for the occlusive dissection. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and surgical repair to obtain hemostasis. There appeared to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: after a post angio was done there was a bit of hazing at the access site and the distal flow was sluggish. Physician went up and over with a balloon, inflated a 6.0x40 balloon for 2 minutes. Balloon was removed, another angio was performed and all looked well. They felt that the manta was deployed correctly, there was no bleeding at the closure site.